Manufacturer narrative:
Relevant retention test strips (lot 297790) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. This event occurred in (B)(6).

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At an unknown time in the morning, a sample from this patient was tested using the meter, resulting with a value of 8.00 inr. At 8:45 a.m., a venous sample collected from the patient was tested by the doctor in the laboratory using an unknown method, resulting with a value of 6.15 inr. The laboratory recommended for the patient to not take marcumar medication for 4 days. No adverse events were alleged to have occurred with the patient. The patient is well. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice weekly. For approximately 2 weeks prior to (B)(6) 2019, the patient started taking a new medication, salbuhexal for inhalation. The patient's product was requested for investigation.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field correction/removal number has been updated.